Manufacturer narrative:
The insulin pump passed functional test including displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm tests. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer had low blood glucose levels of around 30 mg/dl to 40 mg/dl. The customer reported being hospitalized a few months ago. The customer reported that the he may have gotten too much insulin. Troubleshooting was done. The customer also requested to be included to the list for the scroll wrap recall. Medtronic has informed customers of the potential to deliver insulin through accidental button pushing through a safety notification letter thus the voluntary recall. No additional information was provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).